Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation with the inflation luer connected to a 0.9% sodium chloride heparin syringe. During visual evaluation, no kinks were noted to the catheter, no anomalies to the y-body/strain relief. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from its distal tip. The balloon was then cut, and the glue bullet was noted to be seated incorrectly with a partial circumferential break. No other functional testing was performed. One photo was provided and reviewed. The photo shows the atlas gold device within a transparent bag with the device details visible. The balloon is seen deflated. No specific anomalies can be noted. Therefore, the investigation is confirmed for the reported leak and identified break as the glue bullet was noted to be seated incorrectly with a partial circumferential break, which might have been the source of the water leak. The identified partial circumferential break might have lead to the reported leak. A definitive root cause for the alleged leak and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the device allegedly had a steady stream of air bubbles when pulled negative. Reportedly balloon was taken out of the patient and finished the case successfully. There was no reported patient injury.